Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 115868 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had black foreign matter in them. No serious injury or medical intervention reported.